Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the anchors appear to be attached to the needle as intended. No physical damage visible to the device. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The actuator was fully triggered. No physical damage visible to the device. A functional evaluation revealed the actuator could be functioned as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair, the ultra fast-fix could not deploy t2. The procedure was completed without significant delay using a back-up device. T1 was removed. No patient injury or other complications were reported.